Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not identified as device was functioning properly. It was reported that the nurse stated they were trying to fill the arctic sun device, but it would not take up water. Per follow up information received via task on 15dec2025, spoke with biomed who stated they had reviewed the case data and tested device functionality. Based on review, biomed believed this was a user error and could have been an improperly connected fdl or pads but could not confirm. The reported event is unconfirmed, labeling/packaging review is not required. The reported event is unconfirmed, DHR review is not required. No additional actions are needed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they were trying to fill the arctic sun device, but it would not take up water. Device was not taking up water. Verified there are no pads connected. Walked through checking wrl via diagnostics and water reservoir level (wrl) was 5. Explained device did not need water. Nurse then stated that the device would keep alerting air leak when they were using. Explained that did not have to do with the water level. Asked to empty pads and disconnect so that could troubleshoot the air leak message. Nurse disconnected and reconnected to alternate device instead to continue therapy. Advised since device was no longer in use to send to biomed for evaluation and label it an air leak. Per follow up information received via task on 10dec2025, spoke with unit manager who confirmed this device was picked up this morning by the technicians. They did not have patient-related information available. Per follow up information received via task on 15dec2025, spoke with biomed who stated they had reviewed the case data and tested device functionality. Based on review, biomed believed this was a user error and could have been an improperly connected fdl or pads but could not confirm.

Event description:
It was reported that the nurse stated they were trying to fill the arctic sun device, but it would not take up water. Device was not taking up water. Verified there are no pads connected. Walked through checking wrl via diagnostics and water reservoir level (wrl) was 5. Explained device did not need water. Nurse then stated that the device would keep alerting air leak when they were using. Explained that did not have to do with the water level. Asked to empty pads and disconnect so that could troubleshoot the air leak message. Nurse disconnected and reconnected to alternate device instead to continue therapy. Advised since device was no longer in use to send to biomed for evaluation and label it an air leak. Per follow up information received via task on 10dec2025, spoke with unit manager who confirmed this device was picked up this morning by the technicians. They did not have patient-related information available.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.